Event description:
It was reported to medtronic minimed that the customer noticed that the insulin pump battery lasted less than 7 days, battery failed alarms, pump lost settings, buttons were harder to press, insulin flow block alarms. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-1884l, mmt-342. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-441ag. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test at .08715 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. All buttons functioned properly, all settings (programmed parameters) stayed in the pump memory, and no unexpected insulin flow blocked or battery failed alarms occurred during testing. The trace and history files were successfully downloaded using thump. According to the pump history records and the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days. There are no battery failed alarms recorded in the downloaded pump history file. The pump history file also reveals there are three (3) no delivery (insulin flow blocked) alarms that were generated, listed below: 02/24/2025 21:51:45 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 02/24/2025 21:55:03 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 02/27/2025 00:20:03 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1autobolus delivery. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, fading serial number label, and pillowing keypad overlay. Battery life is lasting less than 7 days complaint is not confirmed. Battery failed alarm complaint is not confirmed. Pump lost settings complaint is not confirmed. Buttons are harder to press complaint is not confirmed. Insulin flow blocked alarm complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.